Event description:
It was reported that during an unspecified procedure, the motor drive unit was heating up while using it. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. The visual inspection was performed on the complaint unit and found that the aesthetics are good. The cable & housing has no damage. A functional evaluation revealed shows that motor was not rotating due this mdu was heating up. It was concluded that motor assembly is faulty. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.